Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin was leaked in the reservoir compartment. Customer's blood glucose was 324 mg/dl. Customer noticed the leak during a set change. During troubleshooting, found low reservoir alarms. Customer was advised to monitor the device.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir, inspected the reservoir o rings and stopper groves for anomalies none were found. Performed leak test by filling the reservoir with diluent and running a basal and bolus, connected to a new infusion set, installing the reservoir into a medtronic 5 series insulin pump conclusion the reservoir dose not leak.